Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check sensor" message on the day of applying the adc freestyle libre sensor and was therefore unable to obtain the readings. Customer further reported he experienced symptoms described as "exhaustion, hungry and thirst". Customer was diagnosed with hyperglycemia and was treated with serum and 15 units of with 500 ml of saline by his partner who is a healthcare provider. There was no report of he or permanent impairment associated with this event.